Manufacturer narrative:
The agent reported, patients shoulder dislocated. Mechanism of dislocation was undisclosed. Surgeon decided to add a +8 spacer to increase soft tissue tension. Original poly was removed, +8 spacer and semi constrained poly were implanted. Complaint has been evaluated and is similar to report number 1644408-2022-01080; 509-00-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dislocation.